Manufacturer narrative:
Concomitant product: poly insert implant size 36 +12, 1230-7504-004, lot # 2105618. The revision surgery was completed as intended. The investigation is ongoing. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced a fall that may have caused a dissociation. The patient underwent revision surgery. The humeral insert was found to be dissociated from the humeral stem. Customer has indicated that the implants will not be returned for investigation as the implants were discarded by the hospital.